Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and keypad anomaly due to critical pump error (open book image) alarm. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and was beeping and then screen went blank then customer changed the battery out and got a stuck button error then screen went blank again. Customer's blood glucose level was 116 mg/dl. Customer also stated that the insulin pump had open book image on screen. The device will be returned for analysis.